Event description:
A malfunction alarm identified as malf 16 was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer agreed to switch to multiple daily injections (mdi) as a backup insulin therapy, and technical support arranged for the shipment of a replacement pump. The customer was instructed on how to put the faulty pump into storage mode and agreed to return it within 10 days using the provided pre-paid label.